Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. This has been a gradual rise over time. Further evaluation and troubleshooting were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that x-rays were performed in order to evaluate the system as well as a commanded shock test. A reposition procedure was performed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that during the repositioning procedure it was decided to explant and replace the electrode. A defibrillation threshold (dft) test was performed; however, it failed to convert the rhythm twice. It was decided to explant the whole system and an implantable cardioverter defibrillator (ICD) system was scheduled to be implanted at a later date. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. D6b: explant date. H6: device codes. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. This has been a gradual rise over time. Further evaluation and troubleshooting were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that x-rays were performed in order to evaluate the system as well as a commanded shock test. A reposition procedure was performed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that during the repositioning procedure it was decided to explant and replace the electrode. A defibrillation threshold (dft) test was performed; however, it failed to convert the rhythm twice. It was decided to explant the whole system and an implantable cardioverter defibrillator (ICD) system was scheduled to be implanted at a later date. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range impedance measurements. This has been a gradual rise over time. Further evaluation and troubleshooting were discussed. This system remains in service. No adverse patient effects were reported. Additional information was received detailing that x-rays were performed in order to evaluate the system as well as a commanded shock test. A reposition procedure was performed. This system remains in service. No further adverse patient effects were reported.